Event description:
It was reported that this right ventricular (rv) lead potentially protruded outside of the lead body. A chest x-ray may be performed as a result. The lead also exhibited high capture thresholds. The output was reprogrammed. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).